Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The provided information has been carefully analysed. The available trend curves showed stable values of the rv coil integrity around 500 ohms between (B)(6) 2016 with a subsequent decrease down to 250 ohms. Furthermore the iegms confirmed the presence of noise on the rv channel which led to shock delivery as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that the patient was admitted to hospital due to shocks. The patient received 11 inappropriate shocks due to noise. A possible lead fracture was assumed. The lead was extracted, but not returned to biotronik. There were no further adverse patient side effects. The explant date was not provided.